Manufacturer narrative:
No analysis was performed as the resolution was confirmed on the call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, the software became unresponsive after completing the registration. The site was forced to hard shutdown the system. Upon restarting, the system was once again functional. Point merge was used and resumed. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a five minute delay to the case due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. The system was in 'select patient' task and not in registration task. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.